Manufacturer narrative:
H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. Refer to report ID numbers 2015691-2024-05491 and 2015691-2024-05492 for additional events within the same article. The date of the event is unknown; however, according to the article, the study period was from june 2017 to july 2021. Thus, the first day of the reported study period (1st of june 2017) was used as the occurrence date. Article citation: porto a, stolpe g, badaoui r, boudouresques v, deutsch c, amanatiou c, riberi a, gariboldi v, collart f, theron a. One-year clinical outcomes following edwards inspiris resilia aortic valve implantation in 487 young patients with severe aortic stenosis: a single-center experience. Front cardiovasc med. 2023 aug 3;10:1196447. Doi: 10.3389/fcvm.2023.1196447. Pmid: 37600038; pmcid: pmc10435896. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "one-year clinical outcomes following edwards inspiris resilia aortic valve implantation in 487 young patients with severe aortic stenosis: a single-center experience", the following event was identified as pertaining to an edwards device: a patient with a valve model 11500a implanted in the aortic position showed severe transvalvular leak (tvl) within an approximate implant duration of one (1) year.

Manufacturer narrative:
Added information to section h6 (component code, investigation findings and investigation conclusions). H11. Manufacturer narrative: pericardial valves can sometimes have a small leakage or jet originating from the central coaptation point (physiologic regurgitation). This leak is observed initially when coming off bypass and will often decrease to trace regurgitation or completely dissipate when normal cardiac function resumes post bypass. Another type of leak is between the stent and the sewing ring (non-central transvalvular leakage). Typically, this will spontaneously decrease or disappear after protamine administration and usually only requires monitoring. In this case, the transvalvular regurgitation was reported after a year of implantation and the location of the regurgitation was not specified as central or non-central. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis, etc. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. In this case, there is no indication of intervention required beyond monitoring. Regurgitation of prosthetic valves that is detected by echocardiography with no indication for surgical/percutaneous intervention suggests the device continues to perform its essential function. A DHR review is unable to be performed because no serial number was provided. The subject device was not returned for evaluation and no pictures of the device were provided for evaluation. However; the provided article was reviewed and confirmed the reported transvalvular leak. Based on the limited information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.